Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for advantage system, medwatch with identifier (B)(6) is for aviva system.

Event description:
Caller reported blood glucose results of "in the 40's" mg/dl on the customer's advantage system, which he described as "40-50 points lower" than result on customer's aviva system within 10 minutes. No adverse event was reported. Strips not available for return, replacement sent.